Manufacturer narrative:
(B) (4). The customer reported the device will not be returning. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with any additional relevant info.

Event description:
Device malfunction: device failure. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. Received a user facility medwatch report stating "during an angiogram and angioplasty the perclose closure device was inserted into the right femoral artery and the device failed requiring manual pressure for 20 minutes to the right femoral artery." There were no reported adverse pt effects. Customer report source contacted and additional info was received indicating the device will not be returning. No additional info was provided.